Event description:
The micropuncture set was being utilized for placement of a line in the right jugular vein. During the procedure, the "0.18" wire guide separated. A cat scan revealed that the separated wire guide segment was outside the vein. A decision to not remove the separated segment was made.